Manufacturer narrative:
Complaint no: (B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not connect the bag lines tightly enough. This event was discovered during the initial drain in peritoneal dialysis. The patient was connected at the time of the event. The technical service representative assisted the patient to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.